Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set got leaked at quick release (qr) on (B)(6) 2024. The infusion set been in use for eight hours. The patient confirmed that quick release (qr) was tightly connected. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005938 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigations: the following test was performed: visual test according to with work instruction version 14 and version 16 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with work instruction version 25 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005938 was manufactured according to the document version 77 on the packing process in the machine 12, on (B)(6) 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.